Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemheart system was observed. The bleeding at the arterial cannula insertion site that occurred while the patient was being assessed by the critical care pa and physician was determined to be the root cause of the incident.

Event description:
On (B)(6) 2011, cardiacassist was notified by the hospital staff of a patient death due to blood loss at the arterial cannula insertion site. Support for the patient had been initiated without incident on (B)(6) 2011 and the transseptal cannula and arterial cannula were reportedly sutured in place with no complications. The patient was conscious, alert and not immobilized. The pt decompensated early on (B)(6) 2011. While a critical care pa and a heart failure physician were performing a check of the cannula insertion sites, the arterial cannula insertion site began to bleed profusely resulting in blood loss. The patient coded and was treated emergently, but expired several hours later. The arterial cannula is not manufactured nor supplied by cardiacassist.